Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer stated that they had low blood glucose of 38 mg/dl after changing the infusion set followed by a high blood glucose of 539 mg/dl. The customer's blood glucose was 230 mg/dl at the time of the phone call. The customer was wearing the insulin pump at the time of the hospitalization. The customer alleged insulin under delivery. The customer stated that they received assistance with programming their insulin pump and they believe that the insulin pump delivered all the insulin causing the hypoglycemia followed by the high blood glucose; the customer realized the next day that the reservoir was completely empty. The pump history was reviewed and there was a low reservoir alert on the day of the incident. Troubleshooting was performed. The customer was able to rewind, the displacement test and the fixed prime tests passed. The customer checked for leaks and air bubbles and none were found. High pressure test was not able to be performed since the customer did not have a tubing clap. The customer will call back to complete the troubleshooting.